Event description:
A leak was found in the zoll catheter tubing, which was in use about 100 hours. The tubing was replaced and thermaguard machine continued to be used to maintain normothermia for a lifesource donation, no harm to patient. Notably this is the same tubing lot number as a previous event submitted in july.